Event description:
The customer reported that the philips information center ix (pic ix) was down; there was no telemetry signal from any bed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.